Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure it was noted that the right atrial lead exhibited high capture threshold even after multiple repositioning attempts. Tissue was noted in the helix. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the lead exhibited intermittent capture and intermittent sensing. The lead could not be implanted due to patient issue.